Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for investigation. Signs of use were observed on the catheter and extension lines. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. The distal extension line was also severed in another location closer to the juncture hub. The customer didn't mention the additional distal extension line tear in their description of the failure. Based on visual inspection and the customer description, it is being assumed that user error resulted in the tear of the extension line near the juncture hub. Remains of the extension line were visible inside the separated proximal luer hub. The separation point on the extension line was rough and jagged. The total length of the catheter body measured to be 220 mm which within the specification of 207 mm - 227 mm per product drawing. The outer diameter of the distal lumen measured to be 2.20 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen inside the luer hub measured to be 1.4986 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. The lumens flushed as expected. A manual tug test confirmed the medial and proximal extension lines were fully secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the distal luer hub. Another tear in the distal extension line was found, however, it was concluded that it was due to user error and not relevant to the reported failure. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line." No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an extension line/luer hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "using catheters not indicated for high pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.